Manufacturer narrative:
(B)(4)

Event description:
The patient ((B)(6)) has 2 leads (from the same lot) implanted as part of her drg system. It was reported the patient experienced ineffective therapy utilizing one of the two implanted leads. Reprogramming was able to provide adequate coverage using one of the two leads. Follow-up information indicated additional programming was unable to provide therapy utilizing either lead. Surgical intervention may take place at a later date.

Manufacturer narrative:
Correction: implant date is unknown.

Event description:
Follow-up information indicated during the programming sessions, diagnostics showed impedances within normal ranges. The patient is to consult with her physician regarding possible surgical intervention as the next course of action. Additionally, the implant date of the leads is unknown at this time and the (B)(6) 2016 implant was communicated to the manufacturer in error.